Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt ECG "c" and "d" cable was severed and missing. Additionally the j704 connector was broken off the distribution node pca and the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the missing cable was physical abuse. The root cause for the strained cable was excessive force. The root cause of the damaged connector was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.